Event description:
A malfunction alarm occurred, specifically malfunction code 16, impacting the pump's operation. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged. Instructions were also given on how to put the faulty pump into storage mode and return it using a pre-paid label within 10 days, which the customer understood and acknowledged.